Manufacturer narrative:
Correction to part number of device.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#(B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient indicated that while charging their omnipod 5 personal diabetes manager (pdm), a thermal event occurred, resulting in the melting of the charging port and the bottom of the pdm. It was not specified whether the patient was utilizing a charger supplied by insulet. The device has been replaced.